Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the detection method is described in chapter 3, preparation and inspection, of the gif-1200n operation manual. Preventive measures are described in chapter 5 of the gif-1200n cleaning/disinfection/sterilization instructions, reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.